Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during a lumbar fusion procedure a catheter was inadvertently cut. During surgery the spinal segment was also pulled out. A manufacturer¿s representative instructed the healthcare professional (hcp) in repair of the catheter, which consisted of 68.5 cm of old 8709sc leading to the pump connected to a new 27 cm spinal segment. After the revision, cerebrospinal fluid (csf) was observed coming from the new intrathecal catheter and was reconnected with no further complications. The patient was not experiencing any symptoms at the time of the event; the catheter was repaired and re-primed during surgery. The pump was used to infuse hydromorphone. No outcome was reported for this event. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.